Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and watch dog alarm as a result of a faulty component in the interface board. The device had cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near the display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was unresponsive. No further information was provided.